Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient was explanted on (B)(6) 2017 due to a cholesteatoma infection. The patient was not reimplanted with another device.